Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump passed the reset error test with no reset error alarm. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm after wearing the insulin pump in the shower. The blood glucose reading was 276 mg/dl. Customer reported that there was moisture damage. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.